Event description:
It was reported that the patient presented in clinic for a routine generator exchange. Interrogation showed the patient¿s right ventricular (rv) lead exhibited noise causing over-sensing with inappropriate automatic mode switch (ams). The rv lead was also failing to sense. The patient was asymptomatic. The rv lead was capped and replaced on 24 may 2021. The patient was stable throughout the procedure.

Event description:
Additional information received indicated that the noise over-sensing was also causing pacing inhibition on the right ventricular (rv) lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator exchange. Interrogation showed the patient¿s right atrial (ra) lead exhibited noise causing over-sensing with inappropriate automatic mode switch (ams). The patient was asymptomatic. The physician elected to cap the lead and a new lead was implanted. The patient was stable throughout the procedure.